Event description:
It was reported that pump experienced malfunction after customer had updated pump software a few days earlier. There was no adverse impact to the customer¿s blood glucose level. Technical support helped customer reset pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction happened again.